Event description:
Endurant limbs were implanted with a non mdt main body in the endovascular treatment of a aaa . The evar procedure was successful.  It was reported that following the procedure it was noticed that the endurant limb etew1313c82ee (v30755763) had actually been expired. The ubd was the 14th of feb 24. It was said there was consignment  stock at the hospital and this is where this product was retrieved from by one of the physicians. There was no medtronic person present at the procedure. It wasnt noticed at the time that the product was expired. This stent graft was thought to be lost and was not found until the day of the procedure.  It was confirmed the patient left the hospital healthy and no other events occurred.   The cause of the event could not be determined, per the physician.  No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.